Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt's tubing. Pt was in drain three of treatment. The origin of the leak was identified to be the pt's connector. Pt did not receive any prophylactic antibiotics and has had no adverse effects. A companion sample of the same lot number is available.